Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report a permanent out of range signal patient experienced on (B)(6) 2015. No injuries or medical intervention were reported at the time of contact with dexcom technical support. Dexcom technical support advised patient's mother to reset the device, but it was unsuccessful.

Manufacturer narrative:
(B)(4). The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction. The complaint of a permanent out of range signal could not be confirmed.